Manufacturer narrative:
(B)(4).

Event description:
Recharging and telemetry problems were reported. On (B)(6) 2009, the pt experienced coupling and communication issues. An overdischarged battery was suspected as the pt had not recharged for the previous couple of months. On (B)(6) 2011, the pt was unable to adjust stimulation with or without the antenna attached. Coupling and communication issues were also reported. The pt stated a "jumpstart" had been done. The recharger and pt programmer indicated the neurostimulator was still in an overdischarged state. On (B)(6) 2011, the recharger was showing the battery was full following a physician mode recharge the week prior. The pt was able to recharge normally last week. However, the pt was unable to use the pt programmer to turn the neurostimulator on or off. The pt did not specify if a power-on-reset screen or poor communication screen was displayed. A physician mode recharge was performed and the pt was again able to charge normally. The pt fully charged the device but on the morning of (B)(6) 2011, the battery only showed 50% charge. A power on-reset condition was also reported. A MFR rep was able to measure impedances after meeting with the pt several times to "jumpstart" his overdischarged battery and recharge it. Impedances showed >10,000 ohms for all contacts. The pt needed a revision; however, a revision date had not yet been scheduled.